Manufacturer narrative:
The company rep examined the system and an internal cleaning was performed; the filters were cleaned and a transducer calibration was performed. Preventive maintenance was performed. The system was then tested and met all product specifications. The company rep performed a preventive maintenance to address the system start-up issue. The preventive maintenance procedure includes replacement of the cpu battery in the host module, which would address the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause for the reported event "system will not initialize (amber start up switch)" is attributed to low cpu battery voltage. An internal investigation was opened to address this issue. (B)(4).

Event description:
A customer reported that during a glaucoma filtration procedure, the surgeon wanted to use the cautery from the console used during cataract surgery; however, the unit would not initialize. An alternate system was used. There was no significant delay or pt harm.